Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. At 2305, the tubing set was being used for a continous delivery of an unspecified concentration of propofol at an unspecified rate. After an unspecified length of time, it was reported that while the nurse was checking the tubing set, it was noted less than 10ml of solution had leaked from an unspecified location on the backcheck valve of the tubing set onto the floor. The tubing set was replaced and the therapy was resumed. There were no reports of adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.